Manufacturer narrative:
Corrected information: (B)(4). Review of the manufacturing records for the device(s) verified the lot(s) met all pre-release specifications.

Manufacturer narrative:
(B)(4). Review of the manufacturing records for the device(s) verified the lot(s) met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, according to the gore excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement

Event description:
On (B)(6) 2015, this patient underwent re-intervention and robot assisted coil embolization was performed for treatment of a type ii endoleak. The patient tolerated the procedure.

Event description:
On (B)(6) 2015, this patient underwent re-intervention for treatment of a type ii endoleak involving the left hypogastric artery. Coil embolization of two large branches off the hypogastric artery was performed. The patient tolerated the procedure and the endoleak was resolved.